Manufacturer narrative:
Due to character limit in e1 event site name is hengyang central hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) during the inspection reported that automatic inflation was restricted. There was no personal injury. Patient not involved.

Event description:
After further review, safety disk was expired hence record need to cancel, no more malfunction no harm. An emdr (2249723-2025-0002721) for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, safety disk was expired hence record need to cancel, no more malfunction, no patient involved, no harm. An emdr (2249723-2025-0002721) for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.